Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had exhibited infection. Reportedly, the patient fell into a doorway and had a hematoma that did not resolve. As a result, a debridement was performed. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead had exhibited infection. Reportedly, the patient fell into a doorway and had a hematoma that did not resolve. As a result, a debridement was performed. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The rv lead remains in service. Additional information indicated that the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d6b: explant date; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.